Event description:
The dentist reported that this screw fractured.

Manufacturer narrative:
Upon visual inspection of this universal abutment screw, it was found that the screw is fractured and there is damage to the proximal threads near the fracture site. Visual inspection did not result in any indication of a manufacturing problem causing the fracture. The review of the device history records did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.